Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer changed the infusion set site and another occlusion alarm was received. The customer had performed a system check. The cartridge and infusion set tubing were functioning as expected. The customer declined to remove the cannula as there was no damage noted to the cannula that was just removed. The customer was reported to be lean and tandem technical support advised the customer to discuss the type of infusion set cannula with a healthcare provider. The customer acknowledged the advice.